Manufacturer narrative:
Subject device is an instrument and is not implanted/explanted. Synthes is unable to provide the date of manufacture as no product has been returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was received and no lot number was provided.

Event description:
A device report from oberdorf indicates during a surgery surgeon was using the stardrive screwdriver shaft t15 to tighten a setscrew of a transconnector when the drive slipped from the screw and the spinal cord sustained injury. Patient has paralysis of the right arm and slight paralysis of the leg.